Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 28 mg/dl. Customer¿s blood glucose was 113 mg/dl at the time of call. Customer performed troubleshoot for low blood glucose. Drive support cap was normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the screen. Customer reported was not worn during a medical procedure or test around an MRI. Customer advised to monitor the pump and blood glucose, call back if issue occur again. Insulin pump will not be return for analysis.